Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The vessels were severely calcified and tortuous. It was reported that after the delivery system was inserted, the physician commented that the gate marker was not aligned with the dot on the delivery system. The physician tried to rotate the delivery system to get the gate maker to move over to the intended position but was unable to. He decided to remove the delivery system from the patient and the catheter was found to have gotten kinked up; therefore, the decision was made to not reinsert the device in the patient. Another endurant delivery system was inserted and the stent graft was deployed to the level of the gate; however, because of the small in diameter distal aorta it was not possible to cannulate the gate. The gate was completely blocked off and several maneuvers with wires and going up and over the bifurcation were unsuccessful. The decision was made to perform a fem-fem pass procedure. Furthermore, during removal of the delivery system, the spindle got caught on the bare springs and could not be freed even thought the physician used all the removal techniques. Because they were unable to get anything in the gate, it was not possible to use a balloon. Finally, the physician tugged hard on the delivery system and was able to remove it. The stent graft moved down a little (distance unknown), but there was not enough room proximally to place a cuff and because there was no endoleak the physician decided to not do anything else. This event was attributed to the patient's challenging anatomy per the physician. The patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (inaccurate delivery, difficult to cannulate, removal difficulty). Patient's condition affected effectiveness of device (severely calcified and tortuous vessels). Conclusion: device failure/lack of effectiveness related to patient condition (severely calcified and tortuous vessels).